Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a low vte alarm displayed, causing device to fail the significant event log check. As the sensor board had already been replaced, also, replaced the active exhalation module and the sensor board cable as well. Device still displayed low vte alarm and failed test, so the mainboard was replaced under the assumption that it was a faulty error message. The device passed all testing.